Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. There were no reports of patient harm.

Event description:
It was reported the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
H4 manufactuer date added, h6 codes added. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut cable water tightness failure and deformation of the electrical contact resulting in a disconnection on the cable unit. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.